Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse phoned the customer. The fse reported the customer will replace part. There was no further action required by field service. The most probable cause of the reported event the mechanical fault of failure of the sample chain.

Event description:
On (B)(6) 2015, a customer reported the sample chain sporadically was not homing correctly on their a1a 600ll analyzer. The customer is unable to run prog, bhcg, fsh, and e2 patient samples. A field service engineer (fse) spoke to the customer to troubleshoot the event, which resulted in delayed reporting prog, bhcg, fsh, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.